Event description:
It was reported that; surgeon noticed during surgery that snake arm is still mobile when fully tightened.

Manufacturer narrative:
A visual inspection was performed and no visual non-conformances were identified. The returned device was confirmed to have its tightening knob jammed which was preventing the snake arm to get stiff enough to hold in place. The knob was lubricated and the instrument resumed its functionality. The plausible root cause of the event is determined to be lack of lubrication causing jamming.

Event description:
It was reported that; surgeon noticed during surgery that snake arm is still mobile when fully tightened.